Event description:
Fresenius medical care canada, inc. Reported that there was excessive fluid removed durign a hemodialysis treatment. The patient became hypotensive and c/o severe headache during treatment. 1,400 ml. Of saline was given. Based on the pre and post weights reported, saline given and what the machine indicated was removed, there was a weight loss variance of approximately 3kg. There was no serious injury or illness.